Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The account stated that the pump would not be returned; heartmate ii lvas, serial number (B)(4), was not returned to abbott for evaluation. The heartmate ii left ventricular assist system lvas instruction for use lists stroke, neurologic dysfunction, bleeding, hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 months 19 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was transferred from outside hospital after presenting with a left mca stroke. At the time of transfer patient was aphasic and had mild right upper extremity weakness. His ldh upon arrival was 853. Previous ldh on (B)(6) 2019 was 382. Patient was taken off anticoagulants due to ich; however, a heparin drip was started on (B)(6) 2019. Ldh continued to rise. On (B)(6) 2019 ldh was 1027. Heartmate ii was exchanged on (B)(6) 2019 due to pump thrombosis and clotting. Product will not be returned. No additional information was reported.